Event description:
Procedure: cosmetic. According to the reporter: the needle broke after 1-3 tucks during lid plastic surgery without using much force. Fragment fell onto the pt's open eye but it was possible to retrieve them. Surgery was delayed for more then 30 mins. No additional blood loss. No loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).